Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 72-190 mg/dl.

Manufacturer narrative:
Device not returned.